Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted on 10/08/2025. On the same day, the patient reported experiencing illness potentially related to the adhesive material used. They stated, ¿it¿s more complicated than others. I have an allergic reaction. The gluey substance makes me feel sick.¿ however, the patient was unable to specify when the symptoms first began or provide details regarding the nature of the skin reaction. No information was given about any treatment or medication received. Multiple attempts were made to contact the patient for further clarification, but we were unsuccessful in reaching them. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.